Event description:
Spontaneous call. Mom requesting new pump. Nurse is having to stop part way through infusions and having to reprogram pump due to it stating bag is empty when it is not. No adverse event reported: no missed dose reported. Pump is available for return. No further information or dates provided. Reported to (B)(6) by pt/caregiver.